Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump beeps every 15 minutes. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was for the beep anomaly and customer stated that the insulin pump sill beeped. A customer ran the self test and insulin pump did vibrate. The device will not be returned for analysis.